Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of manufacture is currently unavailable. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during patient use, smoke developed. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare performed a checkout of the system and confirmed the customer allegation. A quote for repair was issued but rejected by the customer. The system was returned unrepaired.